Event description:
The instrument did not release a complete line of staples when fired during a colon procedure. The instrument did cut the bowel but failed to completely fire the staples. A second eea instrument was introduced with add'l pursestring placed in the proximal segment. This one fired but due to the presence of staples co initial instrument, the anastomosis was felt to be inadequate and necessitated complete revision.